Event description:
It was reported that on (B)(6) 2009, the patient sustained unspecified injuries following a spinal fusion surgery where rhbmp-2/acs was implanted. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 the patient presented with worsening constant low back pain with bilateral radiating pain over the posterior aspect of the thigh and calf; loss of balance in back; and bilateral lower extremity pain. The patient reported that over the previous two months they had had increasing difficulty with ambulation, balance, and coordination. The patient also reported some deterioration in handwriting and the ability to button shirts. Medications: enalapril, coumadin, and metoprolol. Impression: significant ataxia and possible cord compression and possible degenerative disk disease with stenosis and radiculitis in the lumbar spine. On (B)(6) 2008 the patient presented with low back pain and lumbar radiculopathy. Per an MRI of the cervical spine there was significant multilevel degenerative disk disease from c3-4 down to c7-t1. There was evidence of kyphosis at the c4-5 level. At that level there was central disc herniation which was flattening the spinal cord. The other levels showed degeneration and some rim csf around the cord. There was mild cord compression at c4-5. A MRI of the lumbar spine had shown mild degeneration at every level. Mild to moderate foraminal stenosis at bilateral l5-s1 level ; mild to moderate recess stenosis at bilateral l5-s1; and mild to moderate recess stenosis at l4-5 and l5-s1. On (B)(6) 2008, per the encounter notes, MRI and x-rays showed c4-5 central disc causing horseshoe deformity into the spinal cord andc3-4 mild stenosis but no cord deformity. A cervical MRI showed kyphotic deformity at c3-4 and c4-5. On (B)(6) 2008, per x-rays, the patient presented with kyphotic deformity and increased splaying between the c3 and c4 spinous processes with definite hypermobility at that segment. Per the encounter notes, the patient had cord compression at c4-5 but because of hypermobility this would have to be incorporated. The patient was going to be scheduled for a c3-4 and c4-5 acdf for decompression of spinal cord and restoration of lordosis. On (B)(6) 2009 per the encounter notes, the patient's surgery had been cancelled due to high risk of medical complications with regards to the patient's blood clots and being on coumadin. The patient had worsening myelopathy and was using a walker for ambulation because of difficulty with balance and coordination. Because of the worsening symptoms surgery was discussed again. The patient felt they had no quality of life and was willing to take the risk of surgery. On (B)(6) 2009 the patient presented, 2 mo post op, with proximal muscle weakness in the bilateral lower extremities. Per the encounter notes, the patient had undergone mris of the thoracic and lumbar spine which were unremarkable. It was stated that the weakness could be related to his residual myelopathy. On (B)(6) 2009 the patient presented with bilateral lower extremity weakness and underwent a brain MRI which demonstrated no acute intracranial pathology. There were mild microvascular ischemic changes. The patient also underwent a lumbar spine MRI which showed no significant changes from a MRI the previous year. There was multilevel degenerative changes l2-s1 and disc desiccation; there was mild to moderate foraminal narrowing l2- l5; there was a broad based disc protrusion at levels l3-4, l4-5, and l5-s1; and there was a focus of annular fissure and mild spinal stenosis at l4-5 level. On (B)(6) 2009 the patient presented with lower extremity weakness and underwent a bilateral venous ultrasound of the lower extremities which demonstrated a thrombus extending from the left common femoral vein to the left superficial femoral vein. This appeared to be chronic.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2009 lev us no comment (B)(6) 2009 brain MRI no spinal pathology noted (B)(6) 2009 lumbar MRI moderate facet arthropathy is seen in the lower facets. Canal is narrowed congenitally but the narrowing is not severe enough to be symptomatic. Bone substance appears to be mottled, but the etiology is not clear. Some effusions are noted in the lower lumbar facets.